Manufacturer narrative:
Reported event was unable to be confirmed. This guide wire was used with another nail successfully and discarded. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 47223703800, smooth guide wire with bullet tip, 63339088. Report source, foreign ¿ events occurred in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07645.

Event description:
It was reported that the guide wire and nail did not fit, resulting in the nail being removed from the patient. Attempts have been made and additional information on the reported event is unavailable.